Event description:
The following has been reported: pump problem alarm no reported patient harm. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.

Manufacturer narrative:
Corrected section d to match gudid.

Event description:
The pump was returned for valve leak. During investigation, the device passed mock infusion testing without errors. The log files indicated a valve 2 leak while running on a previous software version. When device was received and provisioned it was updated to the latest software which fixes valve errors. An internal investigation was performed and no internal damage to the device was found.